Manufacturer narrative:
Photographs of the device taken by the baxter service technician show the battery burned and caused a fire inside the table housing with smoke development. Further investigation identified the battery was incorrectly installed a couple of days before the event occurred. Following this a collision was possible between the battery and a movable part of the operating table. This collision caused a short circuit inside the battery and a thermal destruction of the battery. The service manual of the operating table indicates clearly the correct installation procedure and to pay attention for the correct installation of the battery.

Event description:
The customer reported the trusystem 7000 operating table caught on fire leading to smoke in the operating room (or) while a patient was on the table. In this event, a scrub tech reported difficulty breathing at the time of the event and required medical intervention (use of inhalers) to preclude permanent impairment of body function or permanent damage to body structure. The event was temporarily life threatening to the patient and caregivers exposed to the fire and smoke (potentially oxygen rich environment and/or flammable gases present), and therefore, will be considered a serious injury. This report was filed in our complaint handling system as complaint #(B)(4).